Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the tissue was grasped and the gripper was locked, the instrument-shaft was moved over the gripper and the grasped tissue. During this process, the sharp shaft punched two holes in the tissue, which protruded from the side of the gripper. The user has been instructed about the handling before the surgery.

Manufacturer narrative:
(B)(4). It was reported that the patient's gender and weight are unknown. The underlying medical condition was functional impairment of the kidney. The ureter was injured by the minilap gripper but the ureter should have been and was removed during the surgery as planned together with the kidney. The ureter is the part that had holes punched from the grasper gripper. Bleeding occurred reportedly from the harmed tissue whereupon an electrosurgical sclerotherapy was performed further in the procedure. The procedure was challenging according to the instructions for use; the user is experienced. The ureter was removed according to plan. No harm was done to the patient from the holes in the tissue and no medical intervention was necessary after the holes in the tissue were formed. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4), the device history record for the subject device was reviewed and there was no indication of a problem that could be attributed to the reported event. Upon review of the complaint description, it was reported that "when the tissue was grasped and the gripper was locked, the instrument-shaft was moved over the gripper and the grasped tissue. During this process, the sharp shaft punched two holes in the tissue, which protruded from the side of the gripper. The user has been instructed about the handling before the surgery". We were not able to confirm the reported event. The device is not available for analysis. The complaint description suggests that the user did not follow instructions for use. Based upon the complaint history and our internal acceptance records, we cannot substantiate the reported event.

Event description:
It was reported that when the tissue was grasped and the gripper was locked, the instrument-shaft was moved over the gripper and the grasped tissue. During this process, the sharp shaft punched two holes in the tissue, which protruded from the side of the gripper. The user has been instructed about the handling before the surgery.